Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-mar-30. It was reported that the patient was being referred to neuro to have a catheter revision as an action/intervention to resolve the inability to aspirate the catheter access port (cap). As diagnostics related to the withdrawal, an x-ray of the catheter and a dye study was done. The cause of the inability to aspirate the cap was unknown to the hcp. The inability to aspirate had not been resolved at the time of this report. No further complications were expected or anticipated.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had troubles with the device after it was implanted. It was not specified if it was for the new pump implant or if it was in regards to the old pump system but it was confirmed that the patient had already reported it in the previous call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving bupivacaine and morphine, both of an unknown concentration and at an unknown dose via an implantable infusion pump. It was reported that everything was going well until the last week/ 10 days the patient was "going through hell". The patient reported that she was going through withdrawals in the last two weeks/ 10 days and the healthcare professional (hcp) did a dye test yesterday ((B)(6) 2017) and an x-ray a week ago. The patient stated her hcp was giving her medication to get through this until they could change the pump out. The patient reported they could no aspirate from the secondary port yesterday and she needed to see a surgeon because her prior surgeon was retiring. The patient's managing hcp referred her to an anesthesiologist but she was not sure about an anesthesiologist and wanted to get a list of surgeons in her area.